Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples . Analysis and findings complaint(B)(4). Distribution history: the complaint product was manufactured at csi on 13-jan-2021 under work order 297567 and sold on 14-jul-2021. Manufacturing record review: DHR-297567 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 99410 this unit was at csi on 04-nov-2022. Visual evaluation: visual examination of the complaint product revealed no physical damaged. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the leaking valve body o-rings. This is being attributed to normal wear and tear on the unit. Correction and/or corrective action the complaint unit was repaired and returned to the customer. The valve body o-rings were replaced. The unit was tested per form-prod 263 and found acceptable. No further training required at this time. Preventative action activity coopersurgical will continue to trend this complaint condition.

Event description:
Freezing gas came from between the frz -adn - def trigger. Fs log # 99410. 1216677-2022-00301 ll100 cryosurgical 900001 (B)(4).

Event description:
Freezing gas came from between the frz -adn - def trigger. Fs log#: 99410. Ll100 cryosurgical 900001 e-complaint: (B)(4)

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.